Event description:
A distributor reported an end user experienced an issue when using a nevertouch direct procedure kit. The patient was sedated and the physician performed the puncture technique, introducing the 4f sheath and inserting the fiber into the patient. After the fiber was inserted into the patient' saphenous vein, and following the tumescent anesthesia and unit activation, a popping sound was heard from the fiber. It was verified that the fiber had fractured inside the lower portion of the saphenous vein. The physician performed the necessary maneuvers to remove the fragment. The fragment was successfully removed and a new of the same device was used to complete the procedure. The patient did not experience any harm as a result of this incident.

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).